Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Reportedly, the battery compartment and cap were damaged, and there was no evidence of moisture or corrosion in the pump. The reporter stated that the patient had a blood glucose reading of greater than 250 mg/dl with no hyperglycemia symptoms reported. The reported blood glucose excursion did not meet the criteria of a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 05/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/30/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Investigation found that the threads of the battery cap were stripped. The battery contact height and width measurements were out of specifications. The battery compartment was found to have cracked from the battery cap to the case seal. The investigation confirmed the reported casing issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.